Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was frequently charging the ipg. It was also noted that the patient experienced tenderness at the ipg site. The patient underwent an explant procedure. The explanted devices were not returned.